Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2019-03503. It was reported that patient experienced stimulation lost. A system diagnostic recorded high impedances. As a result, surgical intervention was undertaken on (B)(6) 2019, wherein the leads were explanted and replaced. Effective therapy was restored post-operatively.